Manufacturer narrative:
Additional information: damage to the active electrode, as might be caused by device minute mobility is likely. A possible trauma to the recipient's head might have weakened the fixation of the electrode which likely led to electrode mobility, which led to electrode damage. No further information has been received, despite requested.

Event description:
User's hearing performance has been affected for a few months. There is a possibility of a trauma a few months ago; some blood was noticed in the ear canal; however no swelling or redness was observed at the implant site. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User's hearing performance has been affected for a few months. There is a possibility of a trauma a few months ago. Blood was noticed in the ear canal, however no swelling or redness was observed at the implant site. Reimplantation is considered.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
User's hearing performance has been affected for a few months. There is a possibility of a trauma a few months ago; some blood was noticed in the ear canal; however no swelling or redness was observed at the implant site. The user has been re-implanted on (B)(6) 2019.